Event description:
It was reported that during the procedure, the fiber would repeatedly stop throughout the procedure. The case was stopped after 378,925j with 53:39 minutes of fiber use. The case could not be completed due to this event. There was no patient injury.